Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fixation, the surgeon experienced a series of negative events that led to his performing a partial menisectomy for remedy. The 1st of the 2 fastener device deployed correctly; however, the 2nd of the two fasteners would not deploy or move forward when the red trigger was engaged. The surgeon cut the suture and removed the applier, loaded another fastener device of the same lot as the 1st onto the applier; again, the 1st of the 2 fasteners deployed properly, but, when deploying the 2nd fastener, the silicone retention tubing came off of the inserter needle and into the joint space; the tubing was retrieved with graspers. The meniscus sustained some damage from these attempts to deploy the omnispan; the surgeon decided to proceed with the repair using a competitor's device, but these also failed to deploy properly. At this point, the surgeon performed a partial menisectomy for remedy. Our rep states that the surgeon believes that his technique was the underlying factor for this issue. Complaint devices discarded at user facility. Also see associated mdrs 1221934-2011-00378 and 1221934-2011-00379.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode; however, the surgeon expressed that his technique may have been the driver behind this issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.